Event description:
The (B)(6) male patient was part of the (B)(6) study. The patient received a precise stent in the left internal carotid artery. During the procedure, the patient had right hemiparesis. The patient was treated with dopamine and the symptoms subsided without any residual deficit. The patient was not diagnosed with a stroke or tia. The angioguard device was inside the patient when the symptoms began.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 1016427-2011-00067 the (B)(6) male patient was part of the (B)(4) study. The patient received a precise stent in the left internal carotid artery. During the procedure, the patient experienced right hemiparesis was treated with dopamine after which the symptoms subsided without any residual deficit. The patient was not diagnosed with a stroke or tia. (B)(4): lake region lot number 02424012 which is cordis lot number 70810511 per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 02424012. This packaging lot contained 157 units, which were shipped from lake region medical on september 13, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15256788 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Hemodynamic depression, hypoperfusion and the associated symptoms, (including hemiparesis), during carotid artery stenting procedures are common events most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 1016427-2011-00067device history record review was conducted and the product met quality requirements for product acceptance.additional information will be submitted within thirty days upon receipt.